Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 type of investigation (b14-analysis of production records) corrected information: h6 type of investigation (b18 - device discarded). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a robotic bilateral hernia repair procedure on (B)(6) 2024; and a barbed suture was used. During the procedure, the needles popped off swedge with suture during use. Another like device was used to complete the procedure. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(6). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related events captured via:2210968-2024-04333.